Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Product analysis: the device was returned and evaluated by product analysis on 07/29/2015 with the following findings: battery compartment crack and battery compartment moisture were observed. Leak testing revealed a battery compartment leak. No damage or defect was found to the pump¿s internal components.